Manufacturer narrative:
This device is not currently available for return. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to infection. No additional adverse patient effects were reported.